Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The patient experienced inappropriate shock due to right ventricular (rv) lead noise oversensing. Programming change was made to disable therapy. Lead replacement was suggested. The patient was stable.